Manufacturer narrative:
The investigation for the introducer damage has been completed. As per the clinical information provided, the peel away sheath kinked due to calcified vessels. The 2nd sheath was used and was successfully used. Therefore, the root cause of the introducer damage issue was patient condition related to patients calcified vessels. Added h6 component code 463 corrections to the initial MFR report: d4 model number added d6a/d6b f6/f8 should have been left blank.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella procedure when inserting the impella long peel away sheath, the sheath kinked and did not allow the device to pass through after removing the dilator. There was a need for the long sheath because of the patient¿s disease, a new introducer kit was opened. A second long sheath was used without issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.